Event description:
The report received from the affiliate indicated that shunt pta was being performed and the target lesion was right brachial region with mild calcification and the rate of stenosis was 90%, vessel tortuosity was unknown. After the target lesion was crossed with an unknown guidewire, a slalom thrill (complaint product) was delivered to the lesion. However, the balloon ruptured at 10atm during its first inflation after the lesion was inflated for approximately 10 seconds. As the vessel was noticed ruptured, the device was removed from the patient and 5x20 aviator plus (lot unknown) was delivered to the lesion instead. When the balloon was ruptured, the vein vessel was ruptured. Then the aviator was inflated at the ruptured vessel for about 10 minutes, the bleeding was stopped. Additional treatment for bleeding was not conducted. The hemostasis was successfully conducted with the aviator plus at 6atm and the procedure was finished. The patient is still in the hospital but making a good progress. The complaint product will be returned for analysis. There was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the ratio was 50:50. The indeflator used in the procedure is unknown. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The balloon catheter was easily removed from the patient. It was also intact (in one piece) when removed from the patient.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A report received from an affiliate indicated that a balloon burst occurred resulting in a dissection during the initial dilation. The target lesion was a shunt in the right brachial arm. The stenosis was described as 90% with mild calcification; the vessel tortuosity was not reported. After the target lesion was crossed with an unknown guidewire, slalom thrill (complaint product) was delivered to the lesion. However, the balloon ruptured at 10atm during its first inflation after the lesion was inflated for approx 10 seconds. A dissection was noted, the device removed from the patient and a 5x20 aviator plus was delivered to the lesion for treatment. The hemostasis was successfully conducted with the aviator plus at 6atm and the procedure was finished. The patient is still in the hospital but making a good progress. The complaint product will be returned for analysis. (B)(4): one non sterile catheter slalom thrill 6.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was inflated and deflated. An axial balloon burst was observed. No other anomalies were observed in the returned device. Leak test perform could not be performed due to balloon conditions. Sem analysis was performed to identify the cause of balloon burst. Results showed that the balloon external surfaces exhibited evidence of scratching near the tear edge. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The proximal and distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed. Review of the analysis and the information provided suggests that possible lesion characteristics may have contributed to the reported event. Vessel dissection is a known potential adverse event associated with balloon angioplasty of a lesion and can be associated with balloon burst. Review of the information provided suggests that aside from the inherent risk of the procedure that lesion characteristics may have contributed to the burst resulting in the dissection. There is no indication in the analysis or the manufacturing records to indicate that there is a design or manufacturing related issue, therefore no action is required.